Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital on (B)(6) 2014 with gi bleeding. The pt was stabilized and discharged to home on (B)(6) 2014. No further issues have been reported.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available this time. A supplemental report will be submitted when the manufacturer's investigation is completed.